Event description:
It was reported that the pt had a micl 13.2mm implantable collamer lens implanted in the right eye on (B) (6) 2009. As part of the post market study, the pt reported experiencing halos around lights at night. The doctor's office was contacted. The facility reported the pt's last visit was on (B) (6) 2010. The date the halos occurred was on (B) (6) 2009 and the condition is ongoing. The pt was prescribed medication to be taken twice a day. No vision changes. The pt will return for a follow-up visit in 5 months. Visual acuity post-treatment 20/15. The icl remains implanted.

Manufacturer narrative:
(B) (4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B) (4).